Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("intense, terrible pain / daily pelvic pain since essure insertion"), genital haemorrhage ("constant hemorrhages"), allergy to metals ("she is allergic to nickel"), dysmenorrhoea ("dysmenorrhea"), pyelonephritis acute ("acute pyelonephritis"), liver disorder ("liver disorder"), cholelithiasis ("gallbladder cholesterol stones"), gallbladder polyp ("gallbladder polyps"), intervertebral disc degeneration ("CT scan lumbar: degenerative changes affecting mainly l4, l5"), breast calcifications ("right breast: 4 regular microcalcifications"), device breakage ("both breast implant intracapsular rupture"), chondrosis ("MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5") and breast mass ("ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited") in a 35-year-old female patient who had essure (batch no. Left: 936676 / right:946764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, inflammation in 2004, epistaxis on (B)(6) 2012 and cardiac ablation in 2001. Concurrent conditions included heart disease, unspecified. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), complication of device insertion ("at the moment of the insertion, the devices were being expelled from her fallopian tubes"), back pain ("back pain") and sciatica ("sciatic pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced serum ferritin decreased ("blood -ferritin 14 ng/ml ¿ normal 20 -204"), the first episode of laboratory test abnormal ("protein 30 mg/dl ¿ normal 0 - 10") and urine analysis abnormal ("urine gravity 1033 normal 1016-1022"). In (B)(6) 2012, the patient experienced musculoskeletal chest pain ("left costal pain") and pyelonephritis acute (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced red blood cell count decreased ("rbc 3.99 cels 10^6/mcl ¿ normal 4.00 ¿ 6.00") and the second episode of laboratory test abnormal ("rdw 11.3 % - normal 11.50 ¿ 15.00"). On (B)(6) 2013, the patient experienced tendon disorder ("left trochanter tendon thickening"). In (B)(6) 2013, the patient experienced liver disorder (seriousness criterion medically significant). In 2013, the patient experienced pain in extremity ("left hip and leg stinging"), arthralgia ("right hip pain / hip stinging"), constipation ("idiopathic constipation") and haemorrhoids ("internal hemorrhoid"). On (B)(6) 2013, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2014, the patient experienced breast calcifications (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced blood prolactin increased ("prolactin 101.67 ng/ml ¿ normal women 5.1 ¿ 26.50"). On (B)(6) 2014, the patient experienced breast mass (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced spinal flattening ("MRI: lumbar lordosis straightening") and chondrosis (seriousness criterion medically significant). In 2015, the patient experienced urinary incontinence ("urine incontinence"). In 2016, the patient experienced abdominal pain ("abdominal pain ¿ patient suspects essure remains") and complication of device removal ("abdominal pain ¿ patient suspects essure remains"). In (B)(6) 2018, the patient experienced breast discharge ("watery secretion from breasts"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), inflammation ("inflammation in the abdominal area"), tachycardia ("tachycardia"), arthropathy ("hip infiltrations"), dysphonia ("resonances"), dyspepsia ("digestive problems"), mouth haemorrhage ("mouth bleeding episodes"), epistaxis ("nose bleeding episodes"), coccydynia ("bilateral coccyx pain"), cholelithiasis (seriousness criterion medically significant), gallbladder polyp (seriousness criterion medically significant), gastrooesophageal reflux disease ("esophageal reflux"), irritable bowel syndrome ("irritable bowel syndrome"), helicobacter test positive ("helicobacter pylori breath test positive"), menorrhagia ("hypermenorrhea with clots"), ovarian cyst ("various left and right ovary follicles"), ovarian enlargement ("discrete augmented ovaries with multiple peripheral small cysts"), device breakage (seriousness criterion medically significant), device intolerance ("doesn¿t tolerate essure"), uterine pain ("pain in uterus when moved to the right iliac fossa"), bladder discomfort ("bladder hypersensitivity"), adverse event ("circumference bulging of the annulus outer fibres"), neck pain ("cervical pain"), headache ("headache"), ovulation pain ("I know exactly the ovulation days because of the tremendous pain"), muscle contractions involuntary ("involuntary contraction in my "parts" / strange involuntary contractions"), abdominal distension ("swollen guts"), adnexa uteri pain ("ovary continue stinging") and dyspareunia ("ovaries hurt like never before after sexual intercourse"). The patient was treated with analgesics, surgery (in (B)(6) 2015, lost her uterus and fallopian tubes, essure was removed after 3 years), surgery (laparoscopy - hysterectomy ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2012, the complication of device insertion had resolved. At the time of the report, the pelvic pain, genital haemorrhage, back pain and sciatica had resolved and the allergy to metals, dysmenorrhoea, inflammation, tachycardia, arthropathy, dysphonia, dyspepsia, musculoskeletal chest pain, pyelonephritis acute, mouth haemorrhage, epistaxis, coccydynia, pain in extremity, arthralgia, liver disorder, cholelithiasis, gallbladder polyp, gastrooesophageal reflux disease, irritable bowel syndrome, helicobacter test positive, intervertebral disc degeneration, polymenorrhoea, menorrhagia, breast calcifications, breast discharge, ovarian cyst, ovarian enlargement, device breakage, device intolerance, uterine pain, bladder discomfort, abdominal pain, complication of device removal, urinary incontinence, spinal flattening, chondrosis, adverse event, neck pain, headache, tendon disorder, constipation, haemorrhoids, serum ferritin decreased, urine analysis abnormal, red blood cell count decreased, the last episode of laboratory test abnormal, blood prolactin increased, breast mass, ovulation pain, muscle contractions involuntary, abdominal distension, adnexa uteri pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, adverse event, allergy to metals, arthralgia, arthropathy, back pain, bladder discomfort, blood prolactin increased, breast calcifications, breast discharge, breast mass, cholelithiasis, chondrosis, coccydynia, complication of device insertion, complication of device removal, constipation, device breakage, device intolerance, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, epistaxis, gallbladder polyp, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, helicobacter test positive, inflammation, intervertebral disc degeneration, irritable bowel syndrome, liver disorder, menorrhagia, mouth haemorrhage, muscle contractions involuntary, musculoskeletal chest pain, neck pain, ovarian cyst, ovarian enlargement, ovulation pain, pain in extremity, pelvic pain, polymenorrhoea, pyelonephritis acute, red blood cell count decreased, sciatica, serum ferritin decreased, spinal flattening, tachycardia, tendon disorder, urinary incontinence, urine analysis abnormal, uterine pain, the first episode of laboratory test abnormal and the second episode of laboratory test abnormal to be related to essure. The reporter commented: she was allergic to nickel. Intense pain did not respond to 4 infiltrations prescribed by a traumatologist. Since essure was removed, the hemorrhages and the pain have disappeared completely. Insertion details: left tube (B)(6) 2012 - no problems. Right tube - 2 attempts on the not successful. Procedure stopped due to endometrial edema. Right tube (B)(6) 2012 ¿ no problems. Removal details ((B)(6) 2015): pelvic pain, hypermenorrhea, dysmenorrhea, allergy to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: allergy to nickel, blood prolactin (5.1 - 26.60 ng/ml) - on (B)(6) 2014: 101.67 ng/ml (elevated), protein total (0 - 10 mg/dl) - on (B)(6) 2012: 30 mg/dl (elevated), red blood cell count (4.00 - 6.00 10e6/mm3) - on (B)(6) 2013: 3.99 10e6/mm3 (depressed), serum ferritin (20 - 204 ng/ml) - on (B)(6) 2012: 14 ng/ml (depressed), x-ray - in (B)(6) 2014: essure test confirmation, resonances performed (unspecified date and result), CT scan lumbar: dect scan lumbar: degenerative changes affecting mainly l4, l5 generative changes affecting mainly l4, l5, mammography ¿ right breast: 4 regular microcalcifications, MRI: lumbar lordosis straightening, MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5, (B)(6) 2012 - urine gravity 1033 (reference - 1016-1022). (B)(6) 2013- rdw 11.3 % - normal 11.50 ¿ 15.00 (B)(6) 2014 - ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical records received, events (pt) musculoskeletal chest pain, pyelonephritis acute, mouth haemorrhage, epistaxis, coccydynia, pain in extremity, arthralgia, liver disorder, cholelithiasis, gallbladder polyp, gastroesophageal reflux disease, irritable bowel syndrome, helicobacter test positive, intervertebral disc degeneration, polymenorrhoea, menorrhagia, breast calcifications, breast discharge, ovarian cyst, ovarial enlargement, device breakage, device intolerance, uterine pain, bladder discomfort, abdominal pain, complication of device removal, urinary incontinence, spinal flattering, chondrosis, adverse event, neck pain, headache, tendon disorder,constipation, haemorrhoids, serum ferritin decreased, lab test abnormal, urine analysis abnormal, red blood cell count decreased, blood prolactin increased, breast mass, ovulation pain, muscle contractions involuntary, abdominal distension, adnexa uteri pain, dyspareunia added. Lab tests updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("intense, terrible pain / daily pelvic pain since essure insertion"), genital haemorrhage ("constant hemorrhages"), allergy to metals ("she is allergic to nickel"), dysmenorrhoea ("dysmenorrhea"), pyelonephritis acute ("acute pyelonephritis"), liver disorder ("liver disorder"), cholelithiasis ("gallbladder cholesterol stones"), gallbladder polyp ("gallbladder polyps"), intervertebral disc degeneration ("CT scan lumbar: degenerative changes affecting mainly l4, l5"), breast calcifications ("right breast: 4 regular microcalcifications"), device breakage ("both breast implant intracapsular rupture"), chondrosis ("MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5") and breast mass ("ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited") in a 35-year-old female patient who had essure (batch no. Left:936676/right:946764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, inflammation in 2004, epistaxis on (B)(6) 2012 and cardiac ablation in 2001. Concurrent conditions included heart disease, unspecified. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), complication of device insertion ("at the moment of the insertion, the devices were being expelled from her fallopian tubes"), back pain ("back pain") and sciatica ("sciatic pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced serum ferritin decreased ("blood -ferritin 14 ng/ml ¿ normal 20 -204"), laboratory test abnormal ("protein 30 mg/dl ¿ normal 0 - 10") and specific gravity urine increased ("urine gravity 1033 normal 1016-1022"). In (B)(6) 2012, the patient experienced musculoskeletal chest pain ("left costal pain") and pyelonephritis acute (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced red blood cell count decreased ("rbc 3.99 cels 10^6/mcl ¿ normal 4.00 ¿ 6.00") and red cell distribution width decreased ("rdw 11.3 % - normal 11.50 ¿ 15.00"). On (B)(6) 2013, the patient experienced tendon disorder ("left trochanter tendon thickening"). In (B)(6) 2013, the patient experienced liver disorder (seriousness criterion medically significant). In 2013, the patient experienced pain in extremity ("left hip and leg stinging"), arthralgia ("right hip pain / hip stinging"), constipation ("idiopathic constipation") and haemorrhoids ("internal hemorrhoid"). On (B)(6) 2013, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2014, the patient experienced breast calcifications (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced blood prolactin increased ("prolactin 101.67 ng/ml ¿ normal women 5.1 ¿ 26.50"). On (B)(6) 2014, the patient experienced breast mass (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced spinal flattening ("MRI: lumbar lordosis straightening") and chondrosis (seriousness criterion medically significant). In 2015, the patient experienced urinary incontinence ("urine incontinence"). In 2016, the patient experienced abdominal pain ("abdominal pain ¿ patient suspects essure remains") and complication of device removal ("abdominal pain ¿ patient suspects essure remains"). In (B)(6) 2018, the patient experienced breast discharge ("watery secretion from breasts"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), inflammation ("inflammation in the abdominal area"), tachycardia ("tachycardia"), arthropathy ("hip infiltrations"), dysphonia ("resonances"), dyspepsia ("digestive problems"), mouth haemorrhage ("mouth bleeding episodes"), epistaxis ("nose bleeding episodes"), coccydynia ("bilateral coccyx pain"), cholelithiasis (seriousness criterion medically significant), gallbladder polyp (seriousness criterion medically significant), gastrooesophageal reflux disease ("esophageal reflux"), irritable bowel syndrome ("irritable bowel syndrome"), helicobacter test positive ("helicobacter pylori breath test positive"), menorrhagia ("hypermenorrhea with clots"), ovarian cyst ("various left and right ovary follicles"), ovarian enlargement ("discrete augmented ovaries with multiple peripheral small cysts"), device breakage (seriousness criterion medically significant), device intolerance ("doesn¿t tolerate essure"), uterine pain ("pain in uterus when moved to the right iliac fossa"), bladder pain ("bladder hypersensitivity"), intervertebral disc protrusion ("circumference bulging of the annulus outer fibres"), neck pain ("cervical pain"), headache ("headache"), ovulation pain ("I knowexactly the ovulation days because of the tremendous pain"), muscle contractions involuntary ("involuntary contraction in my "parts" / strange involuntary contractions"), abdominal distension ("swollen guts"), the first episode of adnexa uteri pain ("ovary continue stinging") and the second episode of adnexa uteri pain ("ovaries hurt like never before after sexual intercourse"). The patient was treated with analgesics, surgery (in (B)(6) 2015, lost her uterus and fallopian tubes, essure was removed after 3 years), surgery (laparoscopy - hysterectomy ¿ bilateral salpingectomy), surgery (laparoscopy - hysterectomy ¿ bilateral salpingectomy) and surgery (laparoscopy - hysterectomy ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2012, the complication of device insertion had resolved. At the time of the report, the pelvic pain, genital haemorrhage, back pain and sciatica had resolved and the allergy to metals, dysmenorrhoea, inflammation, tachycardia, arthropathy, dysphonia, dyspepsia, musculoskeletal chest pain, pyelonephritis acute, mouth haemorrhage, epistaxis, coccydynia, pain in extremity, arthralgia, liver disorder, cholelithiasis, gallbladder polyp, gastrooesophageal reflux disease, irritable bowel syndrome, helicobacter test positive, intervertebral disc degeneration, polymenorrhoea, menorrhagia, breast calcifications, breast discharge, ovarian cyst, ovarian enlargement, device breakage, device intolerance, uterine pain, bladder pain, abdominal pain, complication of device removal, urinary incontinence, spinal flattening, chondrosis, intervertebral disc protrusion, neck pain, headache, tendon disorder, constipation, haemorrhoids, serum ferritin decreased, laboratory test abnormal, specific gravity urine increased, red blood cell count decreased, red cell distribution width decreased, blood prolactin increased, breast mass, ovulation pain, muscle contractions involuntary, abdominal distension and the last episode of adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, arthropathy, back pain, bladder pain, blood prolactin increased, breast calcifications, breast discharge, breast mass, cholelithiasis, chondrosis, coccydynia, complication of device insertion, complication of device removal, constipation, device breakage, device intolerance, dysmenorrhoea, dyspepsia, dysphonia, epistaxis, gallbladder polyp, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, helicobacter test positive, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, laboratory test abnormal, liver disorder, menorrhagia, mouth haemorrhage, muscle contractions involuntary, musculoskeletal chest pain, neck pain, ovarian cyst, ovarian enlargement, ovulation pain, pain in extremity, pelvic pain, polymenorrhoea, pyelonephritis acute, red blood cell count decreased, red cell distribution width decreased, sciatica, serum ferritin decreased, specific gravity urine increased, spinal flattening, tachycardia, tendon disorder, urinary incontinence, uterine pain, the first episode of adnexa uteri pain and the second episode of adnexa uteri pain to be related to essure. The reporter commented: she was allergic to nickel. Intense pain did not respond to 4 infiltrations prescribed by a traumatologist. Since essure was removed, the hemorrhages and the pain have disappeared completely. Insertion details: left tube (B)(6) 2012 - no problems. Right tube - 2 attempts on the not successful. Procedure stopped due to endometrial edema. Right tube(B)(6) 2012 ¿no problems. Removal details ((B)(6) 2015): pelvic pain, hypermenorrhea, dysmenorrhea, allergy to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: allergy to nickel blood prolactin (5.1 - 26.60 ng/ml) - on (B)(6) 2014: 101.67 ng/ml (elevated) protein total (0 - 10 mg/dl) - on (B)(6) 2012: 30 mg/dl (elevated) red blood cell count (4.00 - 6.00 10e6/mm3) - on (B)(6) 2013: 3.99 10e6/mm3 (depressed) serum ferritin (20 - 204 ng/ml) - on (B)(6) 2012: 14 ng/ml (depressed) x-ray - in (B)(6) 2014: essure test confirmation resonances performed (unspecified date and result) CT scan lumbar: dect scan lumbar: degenerative changes affecting mainly l4, l5generative changes affecting mainly l4, l5 mammography ¿ right breast: 4 regular microcalcifications MRI: lumbar lordosis straightening MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5 (B)(6) 2012 - urine gravity 1033 (reference - 1016-1022) (B)(6) 2013- rdw 11.3 % - normal 11.50 ¿ 15.00 (B)(6) 2014 - ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited lot number: 936676 manufacturing dates : jan -2012 expiration date: jan -2015. Lot number: 946764 manufacturing dates : jan -2012 expiration date: jan -2015 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ tearing'), device breakage ('travelling parts of the broken product inside the body'), pelvic pain ('intense, terrible pain / daily pelvic pain since essure insertion'), genital haemorrhage ('constant hemorrhages'), allergy to metals ('she is allergic to nickel'), dysmenorrhoea ('dysmenorrhea'), pyelonephritis acute ('acute pyelonephritis'), liver disorder ('liver disorder'), cholelithiasis ('gallbladder cholesterol stones'), gallbladder polyp ('gallbladder polyps'), intervertebral disc degeneration ('CT scan lumbar: degenerative changes affecting mainly l4, l5'), breast calcifications ('right breast: 4 regular microcalcifications'), implant breakage ('both breast implant intracapsular rupture '), abdominal pain ('abdominal pain ¿ patient suspects essure remains / serious abdominal pain'), chondrosis ('MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5') and breast mass ('ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited') in a 35-year-old female patient who had essure (batch no. 936676;946764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epistaxis on (B)(6) 2012, inflammation in 2004, cardiac ablation in 2001 and parity 3. Concurrent conditions included heart disease, unspecified. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), complication of device insertion ("at the moment of the insertion, the devices were being expelled from her fallopian tubes"), back pain ("back pain") and sciatica ("sciatic pain"). On (B)(6) 2012, the patient was found to have serum ferritin decreased ("blood -ferritin 14 ng/ml ¿ normal 20 -204"), laboratory test abnormal ("protein 30 mg/dl ¿ normal 0 - 10") and specific gravity urine increased ("urine gravity 1033 normal 1016-1022"). In (B)(6) 2012, the patient experienced musculoskeletal chest pain ("left costal pain") and pyelonephritis acute (seriousness criterion medically significant). On (B)(6) 2013, the patient was found to have red blood cell count decreased ("rbc 3.99 cels 10^6/mcl ¿ normal 4.00 ¿ 6.00") and red cell distribution width decreased ("rdw 11.3 % - normal 11.50 ¿ 15.00"). On (B)(6) 2013, the patient experienced tendon disorder ("left trochanter tendon thickening"). In (B)(6) 2013, the patient experienced liver disorder (seriousness criterion medically significant). In 2013, the patient experienced pain in extremity ("left hip and leg stinging"), arthralgia ("right hip pain / hip stinging"), constipation ("idiopathic constipation") and haemorrhoids ("internal hemorrhoid"). On (B)(6) 2013, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2014, the patient experienced breast calcifications (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have blood prolactin increased ("prolactin 101.67 ng/ml ¿ normal women 5.1 ¿ 26.50"). On (B)(6) 2014, the patient experienced breast mass (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced spinal flattening ("MRI: lumbar lordosis straightening") and chondrosis (seriousness criterion medically significant). In 2015, the patient experienced urinary incontinence ("urine incontinence"). In 2016, the patient experienced abdominal pain (seriousness criterion medically significant) and complication of device removal ("abdominal pain ¿ patient suspects essure remains"). In (B)(6) 2018, the patient experienced breast discharge ("watery secretion from breasts"). On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals (seriousness criterion intervention required), dysmenorrhoea (seriousness criterion intervention required), inflammation ("inflammation in the abdominal area"), tachycardia ("tachycardia"), arthropathy ("hip infiltrations"), dysphonia ("resonances"), dyspepsia ("digestive problems"), mouth haemorrhage ("mouth bleeding episodes"), epistaxis ("nose bleeding episodes"), coccydynia ("bilateral coccyx pain"), cholelithiasis (seriousness criterion medically significant), gallbladder polyp (seriousness criterion medically significant), gastrooesophageal reflux disease ("esophageal reflux"), irritable bowel syndrome ("irritable bowel syndrome"), heavy menstrual bleeding ("hypermenorrhea with clots"), ovarian cyst ("various left and right ovary follicles"), ovarian enlargement ("discrete augmented ovaries with multiple peripheral small cysts"), implant breakage (seriousness criterion medically significant), device intolerance ("doesn't tolerate essure"), uterine pain ("pain in uterus when moved to the right iliac fossa"), bladder pain ("bladder hypersensitivity"), intervertebral disc protrusion ("circumference bulging of the annulus outer fibres"), neck pain ("cervical pain"), headache ("headache"), ovulation pain ("I know exactly the ovulation days because of the tremendous pain"), muscle contractions involuntary ("involuntary contraction in my "parts" / strange involuntary contractions"), abdominal distension ("swollen guts"), the first episode of adnexa uteri pain ("ovary continue stinging"), the second episode of adnexa uteri pain ("ovaries hurt like never before after sexual intercourse") and mental disorder ("psychological problems") and was found to have helicobacter test positive ("helicobacter pylori breath test positive"). The patient was treated with analgesics and surgery (in (B)(6) 2015, lost her uterus and fallopian tubes, essure was removed after 3 years and laparoscopy - hysterectomy ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2012, the complication of device insertion had resolved. At the time of the report, the uterine perforation, device breakage, allergy to metals, dysmenorrhoea, inflammation, tachycardia, arthropathy, dysphonia, dyspepsia, musculoskeletal chest pain, pyelonephritis acute, mouth haemorrhage, epistaxis, coccydynia, pain in extremity, arthralgia, liver disorder, cholelithiasis, gallbladder polyp, gastrooesophageal reflux disease, irritable bowel syndrome, helicobacter test positive, intervertebral disc degeneration, polymenorrhoea, heavy menstrual bleeding, breast calcifications, breast discharge, ovarian cyst, ovarian enlargement, implant breakage, device intolerance, uterine pain, bladder pain, abdominal pain, complication of device removal, urinary incontinence, spinal flattening, chondrosis, intervertebral disc protrusion, neck pain, headache, tendon disorder, constipation, haemorrhoids, serum ferritin decreased, laboratory test abnormal, specific gravity urine increased, red blood cell count decreased, red cell distribution width decreased, blood prolactin increased, breast mass, ovulation pain, muscle contractions involuntary, abdominal distension, the last episode of adnexa uteri pain and mental disorder outcome was unknown and the pelvic pain, genital haemorrhage, back pain and sciatica had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, arthropathy, back pain, bladder pain, blood prolactin increased, breast calcifications, breast discharge, breast mass, cholelithiasis, chondrosis, coccydynia, complication of device insertion, complication of device removal, constipation, device breakage, device intolerance, dysmenorrhoea, dyspepsia, dysphonia, epistaxis, gallbladder polyp, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, helicobacter test positive, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, laboratory test abnormal, liver disorder, mental disorder, mouth haemorrhage, muscle contractions involuntary, musculoskeletal chest pain, neck pain, ovarian cyst, ovarian enlargement, ovulation pain, pain in extremity, pelvic pain, polymenorrhoea, pyelonephritis acute, red blood cell count decreased, red cell distribution width decreased, sciatica, serum ferritin decreased, specific gravity urine increased, spinal flattening, tachycardia, tendon disorder, urinary incontinence, uterine pain, uterine perforation, the first episode of adnexa uteri pain, implant breakage and the second episode of adnexa uteri pain to be related to essure. The reporter commented: she was allergic to nickel. Intense pain did not respond to 4 infiltrations prescribed by a traumatologist. Since essure was removed, the hemorrhages and the pain have disappeared completely. Insertion details: left tube (B)(6) 2012 - no problems. Right tube - 2 attempts on the not successful. Procedure stopped due to endometrial edema. Right tube (B)(6) 2012 ¿no problems. Removal details ((B)(6) 2015): pelvic pain, hypermenorrhea, dysmenorrhea, allergy to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: results: allergy to nickel. Blood prolactin (5.1 - 26.60 ng/ml) - on (B)(6) 2014: 101.67 ng/ml. Protein total (0 - 10 mg/dl) - on (B)(6) 2012: 30 mg/dl. Red blood cell count (4.00 - 6.00 10e6/mm3) - on (B)(6) 2013: 3.99 10e6/mm3. Serum ferritin (20 - 204 ng/ml) - on (B)(6) 2012: 14 ng/ml. X-ray - in (B)(6) 2014: results: essure test confirmation. Diagnostic results: resonances performed (unspecified date and result) CT scan lumbar: dect scan lumbar: degenerative changes affecting mainly l4, l5generative changes affecting mainly l4, l5; mammography ¿ right breast: 4 regular microcalcifications; MRI: lumbar lordosis straightening; MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5 (B)(6) 2012 - urine gravity 1033 (reference - (B)(4)); (B)(6) 2013- rdw 11.3 % - normal 11.50 ¿ 15.00; (B)(6) 2014 - ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited. Lot number: 936676. Manufacturing dates: jan -2012. Expiration date: jan -2015. Lot number: 946764. Manufacturing dates: jan -2012. Expiration date: jan -2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new informations added: new lawyer, new adverse events (device breakage, uterine perforation, psychological problems) and the adverse event abdominal pain was changed to serious abdominal pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ tearing'), device breakage ('travelling parts of the broken product inside the body'), pelvic pain ('intense, terrible pain / daily pelvic pain since essure insertion'), genital haemorrhage ('constant hemorrhages'), allergy to metals ('she is allergic to nickel'), dysmenorrhoea ('dysmenorrhea'), pyelonephritis acute ('acute pyelonephritis'), liver disorder ('liver disorder'), cholelithiasis ('gallbladder cholesterol stones'), gallbladder polyp ('gallbladder polyps'), intervertebral disc degeneration ('CT scan lumbar: degenerative changes affecting mainly l4, l5'), breast calcifications ('right breast: 4 regular microcalcifications'), implant breakage ('both breast implant intracapsular rupture '), abdominal pain ('abdominal pain ¿ patient suspects essure remains / serious abdominal pain'), chondrosis ('MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5') and breast mass ('ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited') in a 35-year-old female patient who had essure (batch no. 936676;946764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epistaxis on (B)(6) 2012, inflammation in 2004, cardiac ablation in 2001 and parity 3. Concurrent conditions included heart disease, unspecified. In 2012, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), complication of device insertion ("at the moment of the insertion, the devices were being expelled from her fallopian tubes"), back pain ("back pain") and sciatica ("sciatic pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have serum ferritin decreased ("blood -ferritin 14 ng/ml ¿ normal 20 -204"), laboratory test abnormal ("protein 30 mg/dl ¿ normal 0 - 10") and specific gravity urine increased ("urine gravity 1033 normal 1016-1022"). In (B)(6) 2012, the patient experienced musculoskeletal chest pain ("left costal pain") and pyelonephritis acute (seriousness criterion medically significant). On (B)(6) 2013, the patient was found to have red blood cell count decreased ("rbc 3.99 cels 10^6/mcl ¿ normal 4.00 ¿ 6.00") and red cell distribution width decreased ("rdw 11.3 % - normal 11.50 ¿ 15.00"). On (B)(6) 2013, the patient experienced tendon disorder ("left trochanter tendon thickening"). In (B)(6) 2013, the patient experienced liver disorder (seriousness criterion medically significant). In 2013, the patient experienced pain in extremity ("left hip and leg stinging"), arthralgia ("right hip pain / hip stinging"), constipation ("idiopathic constipation") and haemorrhoids ("internal hemorrhoid"). On (B)(6) 2013, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2014, the patient experienced breast calcifications (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have blood prolactin increased ("prolactin 101.67 ng/ml ¿ normal women 5.1 ¿ 26.50"). On (B)(6) 2014, the patient experienced breast mass (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced spinal flattening ("MRI: lumbar lordosis straightening") and chondrosis (seriousness criterion medically significant). In 2015, the patient experienced urinary incontinence ("urine incontinence"). In 2016, the patient experienced abdominal pain (seriousness criterion medically significant) and complication of device removal ("abdominal pain ¿ patient suspects essure remains"). In (B)(6) 2018, the patient experienced breast discharge ("watery secretion from breasts"). On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals (seriousness criterion intervention required), dysmenorrhoea (seriousness criterion intervention required), inflammation ("inflammation in the abdominal area"), tachycardia ("tachycardia"), arthropathy ("hip infiltrations"), dysphonia ("resonances"), dyspepsia ("digestive problems"), mouth haemorrhage ("mouth bleeding episodes"), epistaxis ("nose bleeding episodes"), coccydynia ("bilateral coccyx pain"), cholelithiasis (seriousness criterion medically significant), gallbladder polyp (seriousness criterion medically significant), gastrooesophageal reflux disease ("esophageal reflux"), irritable bowel syndrome ("irritable bowel syndrome"), heavy menstrual bleeding ("hypermenorrhea with clots"), ovarian cyst ("various left and right ovary follicles"), ovarian enlargement ("discrete augmented ovaries with multiple peripheral small cysts"), implant breakage (seriousness criterion medically significant), device intolerance ("doesn¿t tolerate essure"), uterine pain ("pain in uterus when moved to the right iliac fossa"), bladder pain ("bladder hypersensitivity"), intervertebral disc protrusion ("circumference bulging of the annulus outer fibres"), neck pain ("cervical pain"), headache ("headache"), ovulation pain ("I knowexactly the ovulation days because of the tremendous pain"), muscle contractions involuntary ("involuntary contraction in my "parts" / strange involuntary contractions"), abdominal distension ("swollen guts"), the first episode of adnexa uteri pain ("ovary continue stinging"), the second episode of adnexa uteri pain ("ovaries hurt like never before after sexual intercourse") and mental disorder ("psychological problems") and was found to have helicobacter test positive ("helicobacter pylori breath test positive"). The patient was treated with analgesics and surgery (in (B)(6) 2015, lost her uterus and fallopian tubes, essure was removed after 3 years and laparoscopy - hysterectomy ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2012, the complication of device insertion had resolved. At the time of the report, the uterine perforation, device breakage, allergy to metals, dysmenorrhoea, inflammation, tachycardia, arthropathy, dysphonia, dyspepsia, musculoskeletal chest pain, pyelonephritis acute, mouth haemorrhage, epistaxis, coccydynia, pain in extremity, arthralgia, liver disorder, cholelithiasis, gallbladder polyp, gastrooesophageal reflux disease, irritable bowel syndrome, helicobacter test positive, intervertebral disc degeneration, polymenorrhoea, heavy menstrual bleeding, breast calcifications, breast discharge, ovarian cyst, ovarian enlargement, implant breakage, device intolerance, uterine pain, bladder pain, abdominal pain, complication of device removal, urinary incontinence, spinal flattening, chondrosis, intervertebral disc protrusion, neck pain, headache, tendon disorder, constipation, haemorrhoids, serum ferritin decreased, laboratory test abnormal, specific gravity urine increased, red blood cell count decreased, red cell distribution width decreased, blood prolactin increased, breast mass, ovulation pain, muscle contractions involuntary, abdominal distension, the last episode of adnexa uteri pain and mental disorder outcome was unknown and the pelvic pain, genital haemorrhage, back pain and sciatica had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, arthropathy, back pain, bladder pain, blood prolactin increased, breast calcifications, breast discharge, breast mass, cholelithiasis, chondrosis, coccydynia, complication of device insertion, complication of device removal, constipation, device breakage, device intolerance, dysmenorrhoea, dyspepsia, dysphonia, epistaxis, gallbladder polyp, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, helicobacter test positive, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, laboratory test abnormal, liver disorder, mental disorder, mouth haemorrhage, muscle contractions involuntary, musculoskeletal chest pain, neck pain, ovarian cyst, ovarian enlargement, ovulation pain, pain in extremity, pelvic pain, polymenorrhoea, pyelonephritis acute, red blood cell count decreased, red cell distribution width decreased, sciatica, serum ferritin decreased, specific gravity urine increased, spinal flattening, tachycardia, tendon disorder, urinary incontinence, uterine pain, uterine perforation, the first episode of adnexa uteri pain, implant breakage and the second episode of adnexa uteri pain to be related to essure. The reporter commented: she was allergic to nickel. Intense pain did not respond to 4 infiltrations prescribed by a traumatologist. Since essure was removed, the hemorrhages and the pain have disappeared completely. Insertion details: left tube (B)(6) 2012 - no problems. Right tube - 2 attempts on the not successful. Procedure stopped due to endometrial edema. Right tube (B)(6) 2012 ¿no problems. Removal details ((B)(6) 2015): pelvic pain, hypermenorrhea, dysmenorrhea, allergy to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: results: allergy to nickel. Blood prolactin (5.1 - 26.60 ng/ml) - on (B)(6) 2014: 101.67 ng/ml. Protein total (0 - 10 mg/dl) - on (B)(6) 2012: 30 mg/dl. Red blood cell count (4.00 - 6.00 10e6/mm3) - on (B)(6) 2013: 3.99 10e6/mm3. Serum ferritin (20 - 204 ng/ml) - on (B)(6) 2012: 14 ng/ml. X-ray - in (B)(6) 2014: results: essure test confirmation. Diagnostic results: resonances performed (unspecified date and result) CT scan lumbar: dect scan lumbar: degenerative changes affecting mainly l4, l5generative changes affecting mainly l4, l5 mammography ¿ right breast: 4 regular microcalcifications MRI: lumbar lordosis straightening MRI: chondrosis disc disease with pulposus nucleus partial dehydration l2/l3 and l4/l5 (B)(6) 2012 - urine gravity 1033 (reference - (B)(4)) (B)(6) 2013- rdw 11.3 % - normal 11.50 ¿ 15.00 (B)(6) 2014 - ultrasound: right breast 6mm hypoechoic nodule at 9h peripheral well delimited. Lot number: 936676, manufacturing dates : jan -2012, and expiration date: jan -2015. Lot number: 946764, manufacturing dates : jan -2012, and expiration date: jan -2015. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("intense pain") and genital haemorrhage ("constant hemorrhages") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disease, unspecified. In 2012, the patient started essure. In 2012, the patient experienced complication of device insertion ("at the moment of the insertion, the devices were being expelled from her fallopian tubes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), tachycardia ("tachycardia"), back pain ("back pain"), sciatica ("sciatic pain"), arthropathy ("hip infiltrations"), dysphonia ("resonances") and allergy to metals ("she is allergic to nickel"). The patient was treated with surgery (essure was removed after 3 years, in (B)(6) 2015). Essure was withdrawn. In 2012, the complication of device insertion had resolved. At the time of the report, the pelvic pain, genital haemorrhage, tachycardia, back pain, sciatica, arthropathy, dysphonia and allergy to metals outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, complication of device insertion, tachycardia, back pain, sciatica, arthropathy, dysphonia and allergy to metals to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced intense pain (seen as pelvic pain) and constant hemorrhages (seen as genital bleeding). Essure was removed. Both events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
The patient's past medical history included parity 3. On an unknown date, the patient experienced inflammation ("inflammation in the abdominal area"). Dyspepsia ("digestive problems") the patient was treated with analgesics and surgery (in (B)(6) 2015, lost her uterus and fallopian tubes, essure was removed after 3 years). Essure was withdrawn. The reporter considered inflammation, and dyspepsia to be related to essure. The reporter commented: she was allergic to nickel. Intense pain did not respond to 4 infiltrations prescribed by a traumatologist. Since essure was removed, the hemorrhages and the pain have disappeared completely. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was allergy to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2548 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. On 17-mar-2017: this case was published in the local press. The consumer had a history of 3 deliveries. She had terrible pain since insertion of essure in 2012, traumatologist found no explanation, prescribed 4 infiltrations for treatment that did not help, also had hemorrhages, and new events added: inflammation in the abdominal area, and digestive problems. It was later found she was allergic to nickel. She requested removal and lost uterus and fallopian tubes. Since removal, the hemorrhages and pain resolved completely. Due to several failures (unspecified) she has lost her uterus. All events were considered related by reporter. On 20-mar-2017: same information in several publications in the local press. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced intense, terrible pain (seen as pelvic pain) and constant hemorrhages (seen as genital bleeding). Essure was removed and she lost her uterus and fallopian tubes. Both events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information is expected.